Event description:
It was reported that prior to an unknown procedure, jamming occurred and the clip ejected. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Dropping or ejected clip. Eval summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.